Event description:
It was reported the pt did not have stimulation, and he was unable to locate his ipg with the charger. The pt was receiving a low battery flag. A replacement charger was sent to the pt. F/u identified the replacement charger did not resolve the issue. The pt was scheduled to meet with his physician regarding the issue.

Manufacturer narrative:
Correction number: add'l # 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.